Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It has been reported that the patient's dash personal diabetes manager (pdm) has stopped working. The patient provided photos to insulet that show signs of corrosion near the battery. It is unknown at this time if the pdm was exposed to water.